Event description:
On (B)(6) 2012, it was reported that, on the previous day, the pt dropped his infusion device. He immediately noticed that the vibroalarm was no longer functioning. He thought everything else on the infusion device was still functioning. Before bed, his blood glucose level was 400 mg/dl. He bolused to correct the value and went to bed. When he woke up, his blood glucose level was 398 mg/dl. The pt now thinks that his basal rate profile is not working. He thinks that the infusion device is not delivering that insulin. The pt again bolused to correct the elevated blood glucose level. During follow up with the pt later that day, he stated that his infusion device is working correctly for everything except the vibroalarm. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.